Event description:
It was reported patient is experiencing pain and bone scan displayed implant loosening approximately one year post implantation. No revision is planned at this time. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical product: partial femur cemented; item# 42558000402; lot # 64587381; partial tibial cemented; item# 42538000702; lot# 64686959; psn pk ve ply rl sz g 9mm; item# 42528800709; lot # 64272611; biomet bc r 1x40 us; item# 110035368; lot # az44bj2604. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. This device is used for treatment. Medical records were reviewed and no clues to the cause of the event were found. A definitive root cause cannot be determined. No further actions have been initiated as a result of the reported event investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.